Event description:
Complaint received alleged that the head of the bed would not go up.

Manufacturer narrative:
Technician found the bed in the bed shop. The head section would not go up, no alarms. The head section would not go up above 30 degrees. Would not raise manually or with side rail controls. The head up valve was found to be stuck. Replaced the head up valve to resolve this issue.